Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the night of (B)(6) to the morning of (B)(6), the nurses detected multiple drops of spo2 on the philips x2 monitor. The patient's bga was taken and the result was 95.1%, which correlated to the clinical condition of the patient compared to the spo2 value on the monitor. The sensor and cable were replaced and the issue was resolved. No consequences or impact to patient.